Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on anterior side assessed as fold flaw opening. Additional observations: ¿ brown particles observed in the fill channel. ¿ observed creases on the device. ¿ observed wear abrasion on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.